Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
The customer reported they replaced the flow sensor which resolved the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The customer reported they replaced the flow sensor which resolved the issue.

Event description:
The hospital reported that the tidal volume is not being achieved resulting in the loss of mechanical ventilation. There was no report of patient involvement.